Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece measuring 6.4 cm. Final analysis found full breach insulation degradation noted at 4.6 cm from the connector pin exposing the coil adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.